Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to product performance issue. As a result, this ICD was replaced with a new ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The device passed all testing; therefore, no problem was detected. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to product performance issue. As a result, this ICD was replaced with a new ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to product performance issue. As a result, this ICD was replaced with a new ICD. No additional adverse patient effects were reported. The device has been received for analysis.

Manufacturer narrative:
Correction: d2a field: common device name updated to implantable cardioverter defibrillator. H6 field: impact code updated to device revision or replacement. The device passed all testing; therefore, no problem was detected. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.